Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing. A technical support specialist (tss) confirmed there was no medication order for the oxy on the patient's list. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the station was not showing for pharmacist reverification. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.